Manufacturer narrative:
The gm eplex base serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a false negative staphylococcus aureus result from a positive blood culture using the gm eplex base analyzer. The eplex showed a strong signal for the staphylococcus target. The staphylococcus aureus target result was below the threshold of the assay. The positive result for staphylococcus aureus was confirmed using cultures and mass spectrometry.

Manufacturer narrative:
The investigation did not identify a product problem. The inherent nature of microbes can sometimes lead to false negative results in assays designed to detect them. This could be due to factors such as dormancy, mutations, or the presence of inhibitory substances. Variations within the test target itself can sometimes cause challenges with amplification and the subsequent generation of an electrochemical signal. Bioinformatics analysis confirms the particular strain of staphylococcus aureus recovered would have a low probability of detection due to several mismatches within the primer and probe sequences.